Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The initial value did not match the patient's clinical diagnosis, so the sample was repeated. The sample initially resulted in a troponin t value of 14.5 pg/ml. The sample was repeated four additional times, resulting in troponin t values of 15.2 pg/ml, 15.5 pg/ml, 17.8 pg/ml, and 15.0 pg/ml.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Calibration and controls were acceptable. A general reagent issue can be ruled out. Upon review of the alarm trace, no abnormalities or sample related alarms were observed. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.